Manufacturer narrative:
Based on the provided qc and calibration data, a general reagent problem could be excluded. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable low gluc3 glucose hk gen.3 result for 1 patient tested on a cobas 6000 c (501) module. The initial gluc3 result was 61.6 mg/dl with a repeat result of 98.7 mg/dl. The gluc3 result of 98.7 mg/dl was deemed correct and reported outside of the laboratory. The gluc3 reagent lot was 42138401 with an expiration date of 31-oct-2020.

Manufacturer narrative:
The field service engineer (fse) stated the problem was solved after cleaning the instrument and cleaning the probes. The investigation did not identify a product problem. The specific cause of the event could not be determined.